Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Based on a review of the limited data available in the data management system (dms), comprehensive assessment of the system performance could not be conducted. Customer care intended to assist the user, but the user remained unresponsive to multiple contact attempts. Further investigation was not possible. As per the data management system (dms) review, the system remained in active use with up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.